Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date -unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device insertion sheath assembly was withdrawn, the collagen sponge came out of the skin. Since the collagen sponge was agglomerated on the skin, the collagen sponge was attempted to be pushed under the skin using the tamper tube, but it did not work. Therefore, the hypodermis of the puncture site was cut to push the collagen sponge under the skin using a pair of forceps. The physician slowly manipulates the angio-seal device into the insertion sheath and when the insertion sheath and the angio-seal device was locked about 1 cm. The collagen sponge, stained with the color of blood instead of white, came out of the skin. The collagen sponge was agglomerated on the skin, which made the collagen sponge difficult to be pushed. Therefore, the collagen sponge was pushed under the skin using a pair of forceps. Hemostasis was successfully achieved by the device without replacement, and no health damage, such as delayed hemorrhage, was reported. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. No health damage was reported. The patient was being monitored. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.